Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and there was moisture in the inner packaging. When the packaging was opened, it was discovered that there was already moisture in the inner packaging. No patient consequence. Additional information was received. Packaging materials were discarded by the customer. No obvious damage of the packaging before it was opened. After the packaging was opened, the moisture could be seen directly in the sheath. The sheath was not used on the patient.

Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. When the packaging was opened, it was discovered that there was already moisture in the inner packaging. No patient consequence. The bwi product analysis lab received the device for evaluation on 10-jan-2024. The investigation was completed on 16-jan-2024. A picture was received for evaluation following biosense webster's procedures. The device was returned to biosense webster (bwi) for evaluation. A visual inspection of the returned device was performed following bwi procedures. The device was inspected, and no physical damage was observed. According to the photo provided by the customer, foreign material like-oil was observed into the sterilization package. The issue reported by the customer could be related to the silicon coating applied to the hemostatic valve surface; however, this can not be conclusively determined. The silicone coating accidentally migrated to the film section of the pouch due to the quantity applied; since it was found where the hemostatic valve was placed inside the packaging. An internal corrective action has been opened to investigate the root cause and corrective actions taken by the supplier manufacturer. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported was confirmed based on the photo provided by the customer. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: appropriate term/code not available (c22)/investigation conclusions: cause traced to manufacturing (d03) were selected as related to the picture provided. Investigation findings: inappropriate material (c0602)/investigation conclusions: cause traced to manufacturing (d03)/component code: packaging (g04094) were selected as related to the customer¿s reported ¿moisture in the inner packaging." Investigation findings: manufacturing process problem identified (c16)/ investigation conclusions: cause traced to manufacturing (d03)/component code: packaging (g04094) were selected as related to the customer¿s reported ¿moisture in the inner packaging." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 30-jan-2024, noted a correction to the 3500a follow-up #1 as additional information was received on 16-jan-2024 providing the physician¿s information and it was inadvertently not included in the 3500a follow-up. (B)(6).